Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported that she had issues with the sensor. Especially with sensor versus blood glucose readings and sensors not sticking. Customer's blood glucose level was 138 mg/dl but her sensor glucose level was 377 mg/dl. The sensor and blood glucose difference was not within an acceptable range. The customer had big red patches from skin being ripped off. Customer's blood glucose level was 405 mg/dl. The customer bolused to treat her high blood glucose level. Her blood glucose level dropped to 58 mg/dl. The device was not returned.